Manufacturer narrative:
Follow-up received on 02-jul-2016: consumer reported via social media that she is feeling fantastic since her hysto (interpreted as hysterectomy) in (B)(6). She also reported efree (as reported). Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavier, darker periods lasting more than a month. According to her, the devices were embedded in her uterus, pretty close to breaking through the wall (coils are poking through her uterus). She underwent a hysterectomy. These events are listed in the reference safety information for essure. Uterine perforation is a possible complication of essure insertion. If a perforation occurs, patient may experience bleeding during/after the procedure. In this case, the consumer stated she had 2 kits of essure inserted and the 2 additional devices were found embedded in her uterus. This inappropriate device therapy may have been a contributory role in the reported device embedment (partial uterine perforation). However, considering event's nature, causality with essure cannot be excluded. Additional non-serious events were reported. This case was regarded as incident since surgical intervention was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1003) on 28-aug-2015. The most recent information received on 26- oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("devices embedded in uterus, pretty close to breaking through the wall / coils are poking through her uterus/perforated through uterus/perforation (uterus)/malposition") and menorrhagia ("heavier and darker periods, periods lasting more than a month/abnormal bleeding (vaginal/menorrhagia) / abnormal bleeding") in a 23-year-old female patient who had essure (batch no. B59453, b40021) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "2 kits implanted / felt 2 additional devices". The patient's past medical history included pregnancy (delivery of male infant) on (B)(6) 2011, seasonal allergy, arm fracture (history fracture lt forearm 2003), ganglion cyst (right wrist ganglion cyst ; right hand dominant), pelvic pain, migraine headache, depression, menometrorrhagia, fatigue, menorrhagia, menarche (12 years old), gravida ii, parity 2, pregnancy (delivery of male infant) on (B)(6) 2013, postpartum state, uterine dilation and curettage (hysteroscopy) on (B)(6) 2016, laparoscopy on (B)(6) 2016, hysteroscopy (diagnostic) on (B)(6) 2016, ganglion removal in february 2014 and cystourethroscopy. Previously administered products included for an unreported indication: neosporin. Past adverse reactions to the above products included skin exfoliation with neosporin. Concurrent conditions included hypertension and overweight. Family history included fibromyalgia (mother), depression (mother), unspecified disorder of thyroid (mother) and ovarian cancer. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dysmenorrhoea ("more painful periods/dysmenorrhea (cramping)"), weight increased ("weight gain"), mental disorder ("psychiatric problems") and hormone level abnormal ("hormonal changes"). In december 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), mood swings ("severe mood swings") and depression ("depression"). On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during and after intercourse/dyspareunia (painful sexual intercourse)") and nervous system disorder ("neurological problems"). In may 2014, the patient experienced migraine ("debilitating migraines"), allergy to metals ("increased sensitivity to metals/most jewelry/nickel allergy / allergic reaction/ hypersensitivity") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In march 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced asthenia ("lack of energy") with feeling abnormal, alopecia ("increased hair loss/hair loss"), ovulation pain ("painful ovulation") with abdominal pain, vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), headache ("headaches"), amnesia ("memory loss"), dizziness ("dizziness"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), ovarian cyst ("ovarian cysts"), arthralgia ("joint pain"), insomnia ("insomnia") and yellow skin ("yellowed skin"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, migraine, asthenia, alopecia, ovulation pain, dyspareunia, vaginal haemorrhage, female sexual dysfunction, tooth disorder, fatigue, mood swings, headache, nausea, amnesia, dizziness, pelvic pain, depression, vaginal discharge, weight increased, ovarian cyst, arthralgia, insomnia, yellow skin, mental disorder, nervous system disorder and hormone level abnormal outcome was unknown and the allergy to metals had not resolved. The reporter considered allergy to metals, alopecia, amnesia, arthralgia, asthenia, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, insomnia, menorrhagia, mental disorder, migraine, mood swings, nausea, nervous system disorder, ovarian cyst, ovulation pain, pelvic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased and yellow skin to be related to essure. The reporter commented: on 19-nov-2013, operative note: there was noted to be no bleeding, and 3 coils were seen on both sides. She states that the insertion was very difficult and that she was told that multiple essure devices were implanted in the right uterine ostium. Her periods have progressively worsened since insertion and she experiences dysmenorrhea. All issues identified began fading days after removal. Most issues resolved 1 year post operatively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2016: negative; on an unknown date: negative urinary system x-ray - in january 2016: multiple devices in the right uterine cornu on (B)(6) 2016, diagnosis included endometrium, curettings: fragments of benign proliferative -type endometrium. No atypia or hyperplasia identified. On (B)(6) 2016, diagnosis: uterus, cervix, bilateral fallopian tubes and ovaries, simple hysterectomy and bilateral salpingo-oophorectomy: uterus with: proliferative -type endometrium; cervix with chronic cervicitis and reactive squamous metaplasia; right fallopian tube with: paratubal cyst. Essure coil present in the lumen and also on the posterior outer aspect of the proximal tubal segment extending into the subserosal aspect of the uterus. Left fallopian tube with essure coil present in the lumen. On the right cornu is a grossly visible portion of an essure coil which extends from the posterior aspect of the right fallopian tube; the remainder of this essure coil is within the right fallopian tube lumen. The area of externally visible essure coil on the right posterior fundus of the uterus measures 1.5 x 0.2 cm and the entire length of the essure coil extends the entire lumen of the right fallopian tube measuring 7.5 x 0.2 cm. The right fallopian tube itself measures 5.5 x 1.0 cm and is continuous and fimbriated with a smooth tan -red serosa and multiple paratubal cyst ranging from 0.3 cm to 0.8 cm in greatest dimension. The left continuous fimbriated fallopian tube (5.0 x 0.6 cm) is removed to reveal an essure coil inserted into the proximal end of the left fallopian tube and lumen up to a length of 1.2 cm. The remainder of the coil extends into the upper left fundic myometrium. The total length of the left essure coil is 2.5 x 0.1 cm. There are no discrete lesions or masses throughout the uterus and cervix. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: hair loss, dysmenorrhea, menorrhagia and device use error. Lot number: b59453, manufacturing date: 26-jul-2013 , expiration date: 31-jul-2016 . Lot number: b40021 , manufacturing date: may-2013 , expiration date: 31-may-2016 . Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority, consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-oct-2018: pfs received: added new events: mental disorder, neurological problems and hormonal changes. Insertion date was updated and added event onset dates. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("devices embedded in uterus, pretty close to breaking through the wall / coils are poking through her uterus/perforated through uterus/perforation (uterus)/malposition/ migration of essure device location of device: perforated uterine cornua") and menorrhagia ("heavier and darker periods, periods lasting more than a month/abnormal bleeding (vaginal/menorrhagia) / abnormal bleeding") in a 23-year-old female patient who had essure (batch no. B59453, b40021) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "2 kits implanted / felt 2 additional devices". The patient's medical history included pregnancy (delivery of male infant) on (B)(6) 2011, seasonal allergy, arm fracture (history fracture lt forearm 2003), ganglion cyst (right wrist ganglion cyst ; right hand dominant), pelvic pain, migraine headache, depression, menometrorrhagia, fatigue, menorrhagia, menarche (12 years old), gravida ii, parity 2, pregnancy (delivery of male infant) on (B)(6) 2013, postpartum state, uterine dilation and curettage (hysteroscopy) on (B)(6) 2016, laparoscopy on (B)(6) 2016, hysteroscopy (diagnostic) on (B)(6) 2016, ganglion removal in (B)(6) 2014 and cystourethroscopy. On (B)(6) 2016, diagnosis included endometrium, curettings : fragments of benign proliferative -type endometrium. No atypia or hyperplasia identified. On (B)(6) 2016, diagnosis: uterus, cervix, bilateral fallopian tubes and ovaries, simple hysterectomy and bilateral salpingo-oophorectomy: uterus with: proliferative -type endometrium; cervix with chronic cervicitis and reactive squamous metaplasia; right fallopian tube with: paratubal cyst. Essure coil present in the lumen and also on the posterior outer aspect of the proximal tubal segment extending into the subserosal aspect of the uterus. Left fallopian tube with essure coil present in the lumen. On the right cornu is a grossly visible portion of an essure coil which extends from the posterior aspect of the right fallopian tube; the remainder of this essure coil is within the right fallopian tube lumen. The area of externally visible essure coil on the right posterior fundus of the uterus measures 1.5 x 0.2 cm and the entire length of the essure coil extends the entire lumen of the right fallopian tube measuring 7.5 x 0.2 cm. The right fallopian tube itself measures 5.5 x 1.0 cm and is continuous and fimbriated with a smooth tan -red serosa and multiple paratubal cyst ranging from 0.3 cm to 0.8 cm in greatest dimension. The left continuous fimbriated fallopian tube (5.0 x 0.6 cm) is removed to reveal an essure coil inserted into the proximal end of the left fallopian tube and lumen up to a length of 1.2 cm. The remainder of the coil extends into the upper left fundic myometrium. The total length of the left essure coil is 2.5 x 0.1 cm. There are no discrete lesions or masses throughout the uterus and cervix. Previously administered products included for an unreported indication: neosporin. Past adverse reactions to the above products included skin exfoliation with neosporin. Concurrent conditions included hypertension and overweight. Family history included fibromyalgia (mother), depression (mother), thyroid disorder (mother) and ovarian cancer. Concomitant products included labetalol and norethisterone (micronor). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and insomnia ("other injury(ies) or complication please describe: insomnia"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced ovulation pain ("painful ovulation/ persistent pain") with abdominal pain and pelvic pain ("pain/ persistent pain"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dysmenorrhoea ("more painful periods/dysmenorrhea (cramping)") and anxiety ("psychiatric problems/anxiety") and was found to have weight increased ("weight gain / loss specify which one : weight gain") and hormone level abnormal ("hormonal changes"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), mood swings ("psychological or psychiatric problems condition: severe mood swings") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during and after intercourse/dyspareunia (painful sexual intercourse)") and nervous system disorder ("neurological problems"). In (B)(6) 2014, the patient experienced alopecia ("increased hair loss/hair loss"), allergy to metals ("increased sensitivity to metals/most jewelry/nickel allergy / allergic reaction/ hypersensitivity"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), amnesia ("neurological conditions or problems- type : memory loss"), dizziness ("neurological conditions or problems- type : dizziness") and arthralgia ("joint pain/ pain / persistent pain"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced migraine ("debilitating migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced yellow skin ("rashes or skin conditions type: yellowed skin"). On an unknown date, the patient experienced asthenia ("lack of energy") with feeling abnormal and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, asthenia, ovulation pain, tooth disorder, mood swings, headache, nausea, amnesia, dizziness, pelvic pain, vaginal discharge, ovarian cyst, arthralgia, insomnia, nervous system disorder and hormone level abnormal outcome was unknown, the menorrhagia, dysmenorrhoea, migraine, alopecia, dyspareunia, vaginal haemorrhage, female sexual dysfunction, fatigue, depression, weight increased, yellow skin and anxiety had resolved and the allergy to metals had not resolved. The reporter considered allergy to metals, alopecia, amnesia, anxiety, arthralgia, asthenia, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, insomnia, menorrhagia, migraine, mood swings, nausea, nervous system disorder, ovarian cyst, ovulation pain, pelvic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased and yellow skin to be related to essure. The reporter commented: on (B)(6) 2013, operative note: there was noted to be no bleeding, and 3 coils were seen on both sides. She states that the insertion was very difficult and that she was told that multiple essure devices were implanted in the right uterine ostium. Her periods have progressively worsened since insertion and she experiences dysmenorrhea. All issues identified began fading days after removal. Most issues resolved 1 year post operatively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Human chorionic gonadotropin - on an unknown date: results: negative; on (B)(6) 2016: results: negative. Urinary system x-ray - in (B)(6) 2016: results: multiple devices in the right uterine cornu. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, ovarian cyst, menstrual irregularities, painful menstruation, dyspareunia, fatigue, hair loss, migraine headaches, and depression, weight gain. Manufacturing date: 26-jul-2013, expiration date: 31-jul-2016, manufacturing date: may-2013, expiration date: 31-may-2016. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 16-apr-2019: event verbatim was updated as- psychiatric problems/anxiety and pt was updated to anxiety. Insertion date was updated and event onset dates were added. Event outcome of migraines, dysmemorrhea, menorrhagia, vaginal bleeding, fatigue, dyspareunia, apareunia, hair loss, depression, anxiety, weight gain, yellowed skin outcomes were updated as recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1003) on 28-aug-2015. The most recent information was received on 02-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("devices embedded in uterus, pretty close to breaking through the wall / coils are poking through her uterus/perforated through uterus/perforation (uterus)/malposition") and menorrhagia ("heavier and darker periods, periods lasting more than a month/abnormal bleeding (vaginal/menorrhagia)") in a 23-year-old female patient who had essure (batch no. B59453, b40021) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "2 kits implanted / felt 2 additional devices". The patient's past medical history included pregnancy (delivery of male infant) on (B)(6) 2011, seasonal allergy, arm fracture (history fracture lt forearm 2003), ganglion cyst (right wrist ganglion cyst ; right hand dominant), pelvic pain, migraine headache, depression, menometrorrhagia, fatigue, menorrhagia, menarche (12 years old), gravida ii, parity 2, pregnancy (delivery of male infant) on (B)(6) 2013, postpartum state, uterine dilation and curettage (hysteroscopy) on (B)(6) 2016, laparoscopy on (B)(6) 2016, hysteroscopy (diagnostic) on (B)(6) 2016, ganglion removal in (B)(6) 2014 and cystourethroscopy. Previously administered products included for an unreported indication: neosporin. Past adverse reactions to the above products included skin exfoliation with neosporin. Concurrent conditions included hypertension and overweight. Family history included fibromyalgia (mother), depression (mother), unspecified disorder of thyroid (mother) and ovarian cancer. In (B)(6) 2013, the patient experienced pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and insomnia ("insomnia"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("more painful periods/dysmenorrhea (cramping)"), fatigue ("fatigue"), mood swings ("severe mood swings"), depression ("depression") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced migraine ("debilitating migraines"), dyspareunia ("pain during and after intercourse/dyspareunia (painful sexual intercourse)"), allergy to metals ("increased sensitivity to metals/most jewelry/nickel allergy") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced asthenia ("lack of energy") with feeling abnormal, alopecia ("increased hair loss/hair loss"), ovulation pain ("painful ovulation") with abdominal pain, vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), headache ("headaches"), amnesia ("memory loss"), dizziness ("dizziness"), ovarian cyst ("ovarian cysts"), arthralgia ("joint pain") and yellow skin ("yellowed skin"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, migraine, asthenia, alopecia, ovulation pain, dyspareunia, vaginal haemorrhage, female sexual dysfunction, tooth disorder, fatigue, headache, nausea, amnesia, dizziness, pelvic pain, depression, vaginal discharge, weight increased, ovarian cyst, arthralgia, insomnia and yellow skin outcome was unknown and the allergy to metals had not resolved. The reporter considered allergy to metals, alopecia, amnesia, arthralgia, asthenia, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, insomnia, menorrhagia, migraine, mood swings, nausea, ovarian cyst, ovulation pain, pelvic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased and yellow skin to be related to essure. The reporter commented: on (B)(6) 2013, operative note: there was noted to be no bleeding, and 3 coils were seen on both sides. She states that the insertion was very difficult and that she was told that multiple essure devices were implanted in the right uterine ostium. Her periods have progressively worsened since insertion and she experiences dysmenorrhea. All issues identified began fading days after removal. Most issues resolved 1 year post operatively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2016: negative; on an unknown date: negative urinary system x-ray - in (B)(6) 2016: multiple devices in the right uterine cornu on (B)(6) 2016, diagnosis included endometrium, curettings: fragments of benign proliferative -type endometrium. No atypia or hyperplasia identified. Gross description: received in tormalin labeled "endometrial curettings" are multiple irregular fragments of red -tan soft tissue, which have an estimated volume of 1.5 ccs and are entirely submitted. On (B)(6) 2016, diagnosis: uterus, cervix, bilateral fallopian tubes and ovaries, simple hysterectomy and bilateral salpingo-oophorectomy:98 gram uterus with: proliferative -type endometrium. Cervix with chronic cervicitis and reactive squamous metaplasia right fallopian tube with: paratubal cyst. Essure coil present in the lumen and also on the posterior outer aspect of the proximal tubal segment extending into the subserosal aspect of the uterus. Left fallopian tube with essure coil present in the lumen. Gross description: received in formalin labeled "cervix, uterus, bilateral fallopian tubes" is a 98 gram, 8.0 x 6.0 x 4.0 cm uterus and cervix with bilateral continuous fimbriated fallopian tubes. The ovaries are not present. The uterine serosa is smooth, tan -pink. On the right cornu is a grossly visible portion of an essure coil which extends from the posterior aspect of the right fallopian tube; the remainder of this essure coil is within the right fallopian tube lumen. The area of externally visible essure coil on the right posterior fundus of the uterus measures 1.5 x 0.2 cm and the entire length of the essure coil extends the entire lumen of the right fallopian tube measuring 7.5 x 0.2 cm. The right fallopian tube itself measures 5.5 x 1.0 cm and is continuous and fimbriated with a smooth tan -red serosa and multiple paratubal cyst ranging from 0.3 cm to 0.8 cm in greatest dimension. The lumen is pin point and the wall thickness averages 0.3 cm. The left continuous fimbriated fallopian tube (5.0 x 0.6 cm) is removed to reveal an essure coil inserted into the proximal end of the left fallopian tube and lumen up to a length of 1.2 cm. The remainder of the coil extends into the upper left fundic myometrium. The total length of the left essure coil is 2.5 x 0.1 cm. The 5.2 x 3.5 x 1.8 cm ectocervix is smooth, tan -white and displays a 1.8 cm slit -like patent os. The 3.5 cm long endocervical canal displays a tan, glistening, grooved mucosa. The endometrial cavity is triangular, measuring 2.6 cm from cornu to cornu and 3 cm in length. Theendometrium is diffusely hemorrhagic, averaging 0.2 cm in thickness. The myometrium is tan -pink and trabeculated, averaging 1.8 cm in thickness. There are no discrete lesions or masses throughout the uterus and cervix. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: hair loss, dysmenorrhea, menorrhagia and device use error. Lot number: b59453: manufacturing date: 26-jul-2013, expiration date: 31-jul-2016. Lot number: b40021: manufacturing date: may-2013, expiration date: 31-may-2016. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received. Reporter information updated. Outcome of allergy to metals updated to not recovered / not resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1003, awareness date 26-aug-2015). Case was received in united states on 28-aug-2015 and refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Consumer reported that she opted for essure because it was noninvasive and she had to be able to get back to work with no down time as she has a family to support. At first she didn't really notice anything aside from heavier, darker and more painful periods. However, it has since progressed to more intolerable side effects which include: crippling abdominal pains, debilitating migraines, lack of energy and motivation, increased hair loss, periods lasting more than a month, painful ovulation, pain during and after intercourse and brain fog. She is (B)(6) and states that her children and husband have been robbed of a mother and wife that have the energy to do things with them. She was also under the impression that this could be reversed in the event that they chose to have another child. She is now finding that is not the case and is facing the possibility of a hysterectomy at (B)(6). In addition, consumer reported that her (B)(6) son asks her almost daily if he can have a baby sister or brother and she spend an hour or more in tears facing the realization that she may never be able to have another child. Product technical complaint (ptc) investigation result received on 07-oct-2015 ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up received on 07-jan-2016: consumer reported that she had 2 kits implanted, and states that she did not sign up to be begging for a hysterectomy at (B)(6). In addition, consumer reported that a doctor has successfully removed essure, and she is now helping her fight insurance for approval. Case upgraded to incident. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 and experienced heavier, darker periods lasting more than a month. This event is serious due to medical importance and listed in the reference safety information for essure. Additional non-serious events were reported. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, as the events were referred after essure insertion, causality is considered related. This case was initially regarded as non incident. According to follow up information, she had a hysterectomy and essure was successfully removed, therefore, this case was upgraded to incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Follow-up received on 15-mar-2016: consumer reported via social media that she found out last year that the device implanted inside her supposed to be two. According to her, in (B)(6) she felt 2 additional devices embedded in her uterus, pretty close to breaking through the wall. She is currently working with her doctor for insurance to get before hysterectomy. Additionally, consumer reported that it is a poison and states that her coils are poking through her uterus. She did not want a hysterectomy at (B)(6) years old, but she has to have one. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavier, darker periods lasting more than a month. According to her, the devices were embedded in her uterus, pretty close to breaking through the wall (coils are poking through her uterus). These events are listed in the reference safety information for essure. Uterine perforation is a possible complication of essure insertion. If a perforation occurs, patient may experience bleeding during/after the procedure. In this case, the consumer stated she had 2 kits of essure inserted and the 2 additional devices were found embedded in her uterus. This inappropriate device therapy may have been a contributory role in the reported device embedment (partial uterine perforation). However, considering event's nature, causality with essure cannot be excluded. Additional non-serious events were reported. This case was initially received via monitoring of FDA docket site and additional information was posted in social media by the consumer. In one of her posts she mentioned a hysterectomy and stated a doctor removed essure. Later, in a new post, consumer reported she was waiting for a hysterectomy. Although it is unclear if the essure removal was actually done, since this intervention will be/was required this case is assessed as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 28-aug-2015. The most recent information was received on 27-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("devices embedded in uterus, pretty close to breaking through the wall / coils are poking through her uterus") and menorrhagia ("heavier and darker periods, periods lasting more than a month") in a 23-year-old female patient who had essure (batch no. B59453) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "2 kits implanted / felt 2 additional devices". The patient's past medical history included pregnancy (delivery of male infant) on (B)(6) 2011, seasonal allergy, arm fracture (history fracture lt forearm 2003), ganglion cyst (right wrist ganglion cyst ; right hand dominant), pelvic pain, migraine headache, depression, menometrorrhagia, fatigue, menorrhagia, menarche (12 years old), gravida ii, parity 2, pregnancy (delivery of male infant) on (B)(6) 2013, postpartum state, uterine dilation and curettage (hysteroscopy) on (B)(6) 2016, laparoscopy on (B)(6) 2016, hysteroscopy (diagnostic) on (B)(6) 2016, ganglion removal in (B)(6) 2014 and cystourethroscopy. Previously administered products included for an unreported indication: neosporin. Past adverse reactions to the above products included skin exfoliation with neosporin. Concurrent conditions included hypertension. Family history included fibromyalgia (mother), depression (mother), unspecified disorder of thyroid (mother) and ovarian cancer. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("more painful periods"), migraine ("debilitating migraines"), asthenia ("lack of energy") with feeling abnormal, alopecia ("increased hair loss"), ovulation pain ("painful ovulation") with abdominal pain and dyspareunia ("pain during and after intercourse"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, menorrhagia, dysmenorrhoea, migraine, asthenia, alopecia, ovulation pain and dyspareunia outcome was unknown. The reporter considered alopecia, asthenia, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, migraine and ovulation pain to be related to essure. The reporter commented: on (B)(6) 2013, operative note: there was noted to be no bleeding, and 3 coils were seen on both sides. She states that the insertion was very difficult and that she was told that multiple essure devices were implanted in the right uterine ostium. Her periods have progressively worsened since insertion and she experiences dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin on (B)(6) 2016: negative; on an unknown date: negative urinary system x-ray in (B)(6) 2016: multiple devices in the right uterine cornu on (B)(6) 2016, diagnosis included endometrium, curettings: fragments of benign proliferative -type endometrium. No atypia or hyperplasia identified. Gross description: received in tormalin labeled "endometrial curettings" are multiple irregular fragments of red -tan soft tissue, which have an estimated volume of 1.5 ccs and are entirely submitted. On (B)(6) 2016, diagnosis: uterus, cervix, bilateral fallopian tubes and ovaries, simple hysterectomy and bilateral salpingo-oophorectomy: 98 gram uterus with: proliferative -type endometrium. Cervix with chronic cervicitis and reactive squamous metaplasia right fallopian tube with: paratubal cyst. Essure coil present in the lumen and also on the posterior outer aspect of the proximal tubal segment extending into the subserosal aspect of the uterus. Left fallopian tube with essure coil present in the lumen. Gross description: received in formalin labeled "cervix, uterus, bilateral fallopian tubes" is a 98 gram, 8.0 x 6.0 x 4.0 cm uterus and cervix with bilateral continuous fimbriated fallopian tubes. The ovaries are not present. The uterine serosa is smooth, tan -pink. On the right cornu is a grossly visible portion of an essure coil which extends from the posterior aspect of the right fallopian tube; the remainder of this essure coil is within the right fallopian tube lumen. The area of externally visible essure coil on the right posterior fundus of the uterus measures 1.5 x 0.2 cm and the entire length of the essure coil extends the entire lumen of the right fallopian tube measuring 7.5 x 0.2 cm. The right fallopian tube itself measures 5.5 x 1.0 cm and is continuous and fimbriated with a smooth tan -red serosa and multiple paratubal cyst ranging from 0.3 cm to 0.8 cm in greatest dimension. The lumen is pin point and the wall thickness averages 0.3 cm. The left continuous fimbriated fallopian tube (5.0 x 0.6 cm) is removed to reveal an essure coil inserted into the proximal end of the left fallopian tube and lumen up to a length of 1.2 cm. The remainder of the coil extends into the upper left fundic myometrium. The total length of the left essure coil is 2.5 x 0.1 cm. The 5.2 x 3.5 x 1.8 cm ectocervix is smooth, tan -white and displays a 1.8 cm slit -like patent os. The 3.5 cm long endocervical canal displays a tan, glistening, grooved mucosa. The endometrial cavity is triangular, measuring 2.6 cm from cornu to cornu and 3 cm in length. The endometrium is diffusely hemorrhagic, averaging 0.2 cm in thickness. The myometrium is tan -pink and trabeculated, averaging 1.8 cm in thickness. There are no discrete lesions or masses throughout the uterus and cervix. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: hair loss, dysmenorrhea, menorrhagia and device use error. Further company follow-up with the regulatory authority, consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received. Reporter information was updated. This case concerns 23 year old patient. Her demographic detail was updated. Her historical condition, family history and concurrent conditions were added. Lab data was added. Essure insertion and removal date was updated. Essure lot number was added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number:(B)(4) ) on (B)(6)2015 . The most recent information was received on (B)(6)2018 . This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("devices embedded in uterus, pretty close to breaking through the wall / coils are poking through her uterus/perforated through uterus/perforation (uterus)") and menorrhagia ("heavier and darker periods, periods lasting more than a month/abnormal bleeding (vaginal/menorrhagia)") in a 23-year-old female patient who had essure (batch no. B59453, b40021) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "2 kits implanted / felt 2 additional devices". The patient's past medical history included pregnancy (delivery of male infant) on (B)(6)2011 , seasonal allergy, arm fracture (history fracture lt forearm 2003), ganglion cyst (right wrist ganglion cyst ; right hand dominant), pelvic pain, migraine headache, depression, menometrorrhagia, fatigue, menorrhagia, menarche (12 years old), gravida ii, parity 2, pregnancy (delivery of male infant) on (B)(6)2013 , postpartum state, uterine dilation and curettage (hysteroscopy) on (B)(6)2016 , laparoscopy on (B)(6)2016 , hysteroscopy (diagnostic) on (B)(6)2016 , ganglion removal in february 2014 and cystourethroscopy. Previously administered products included for an unreported indication: neosporin. Past adverse reactions to the above products included skin exfoliation with neosporin. Concurrent conditions included hypertension and body mass index normal. Family history included fibromyalgia (mother), depression (mother), unspecified disorder of thyroid (mother) and ovarian cancer. In november 2013, the patient experienced pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and insomnia ("insomnia"). On (B)(6)2013 , the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In december 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("more painful periods/dysmenorrhea (cramping)"), fatigue ("fatigue"), mood swings ("severe mood swings"), depression ("depression") and weight increased ("weight gain"). In april 2014, the patient experienced nausea ("nausea"). In may 2014, the patient experienced migraine ("debilitating migraines"), dyspareunia ("pain during and after intercourse/dyspareunia (painful sexual intercourse)"), allergy to metals ("increased sensitivity to metals/most jewelry/nickel allergy") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In march 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced asthenia ("lack of energy") with feeling abnormal, alopecia ("increased hair loss/hair loss"), ovulation pain ("painful ovulation") with abdominal pain, vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), headache ("headaches"), amnesia ("memory loss"), dizziness ("dizziness"), ovarian cyst ("ovarian cysts"), arthralgia ("joint pain") and yellow skin ("yellowed skin"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, migraine, asthenia, alopecia, ovulation pain, dyspareunia, vaginal haemorrhage, allergy to metals, female sexual dysfunction, tooth disorder, fatigue, headache, nausea, amnesia, dizziness, pelvic pain, depression, vaginal discharge, weight increased, ovarian cyst, arthralgia, insomnia and yellow skin outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, arthralgia, asthenia, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, insomnia, menorrhagia, migraine, mood swings, nausea, ovarian cyst, ovulation pain, pelvic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased and yellow skin to be related to essure. The reporter commented: on (B)(6)2013 , operative note: there was noted to be no bleeding, and 3 coils were seen on both sides. She states that the insertion was very difficult and that she was told that multiple essure devices were implanted in the right uterine ostium. Her periods have progressively worsened since insertion and she experiences dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Human chorionic gonadotropin - on (B)(6)2016: negative; on an unknown date: negative urinary system x-ray - in january 2016: multiple devices in the right uterine cornu on (B)(6)2016, diagnosis included endometrium, curettings: fragments of benign proliferative -type endometrium. No atypia or hyperplasia identified. Gross description: received in tormalin labeled "endometrial curettings" are multiple irregular fragments of red -tan soft tissue, which have an estimated volume of 1.5 ccs and are entirely submitted. On (B)(6)2016, diagnosis: uterus, cervix, bilateral fallopian tubes and ovaries, simple hysterectomy and bilateral salpingo-oophorectomy:98 gram uterus with: proliferative -type endometrium. Cervix with chronic cervicitis and reactive squamous metaplasia right fallopian tube with: paratubal cyst. Essure coil present in the lumen and also on the posterior outer aspect of the proximal tubal segment extending into the subserosal aspect of the uterus. Left fallopian tube with essure coil present in the lumen. Gross description: received in formalin labeled "cervix, uterus, bilateral fallopian tubes" is a 98 gram, 8.0 x 6.0 x 4.0 cm uterus and cervix with bilateral continuous fimbriated fallopian tubes. The ovaries are not present. The uterine serosa is smooth, tan -pink. On the right cornu is a grossly visible portion of an essure coil which extends from the posterior aspect of the right fallopian tube; the remainder of this essure coil is within the right fallopian tube lumen. The area of externally visible essure coil on the right posterior fundus of the uterus measures 1.5 x 0.2 cm and the entire length of the essure coil extends the entire lumen of the right fallopian tube measuring 7.5 x 0.2 cm. The right fallopian tube itself measures 5.5 x 1.0 cm and is continuous and fimbriated with a smooth tan -red serosa and multiple paratubal cyst ranging from 0.3 cm to 0.8 cm in greatest dimension. The lumen is pin point and the wall thickness averages 0.3 cm. The left continuous fimbriated fallopian tube (5.0 x 0.6 cm) is removed to reveal an essure coil inserted into the proximal end of the left fallopian tube and lumen up to a length of 1.2 cm. The remainder of the coil extends into the upper left fundic myometrium. The total length of the left essure coil is 2.5 x 0.1 cm. The 5.2 x 3.5 x 1.8 cm ectocervix is smooth, tan -white and displays a 1.8 cm slit -like patent os. The 3.5 cm long endocervical canal displays a tan, glistening, grooved mucosa. The endometrial cavity is triangular, measuring 2.6 cm from cornu to cornu and 3 cm in length. Theendometrium is diffusely hemorrhagic, averaging 0.2 cm in thickness. The myometrium is tan -pink and trabeculated, averaging 1.8 cm in thickness. There are no discrete lesions or masses throughout the uterus and cervix. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: hair loss, dysmenorrhea, menorrhagia and device use error. Further company follow-up with the regulatory authority, consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: new events added- abnormal bleeding (vaginal/menorrhagia), increased sensitivity to metals/most jewelry/nickel allergy, apareunia (inability to have sexual intercourse), dental problems, fatigue, severe mood swings, headaches, nausea, memory loss, dizziness, pain, depression, vaginal discharge, weight gain, ovarian cysts, joint pain, insomnia and yellowed skin. Event verbatim was updated as "devices embedded in uterus, pretty close to breaking through the wall / coils are poking through her uterus/perforated through uterus/perforation (uterus)". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("devices embedded in uterus, pretty close to breaking through the wall / coils are poking through her uterus/perforated through uterus/perforation (uterus)") and menorrhagia ("heavier and darker periods, periods lasting more than a month/abnormal bleeding (vaginal/menorrhagia)") in a 23-year-old female patient who had essure (batch no. B59453, b40021) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "2 kits implanted / felt 2 additional devices". The patient's past medical history included pregnancy (delivery of male infant) on (B)(6) 2011, seasonal allergy, arm fracture (history fracture lt forearm 2003), ganglion cyst (right wrist ganglion cyst ; right hand dominant), pelvic pain, migraine headache, depression, menometrorrhagia, fatigue, menorrhagia, menarche (12 years old), gravida ii, parity 2, pregnancy (delivery of male infant) on (B)(6) 2013, postpartum state, uterine dilation and curettage (hysteroscopy) on (B)(6) 2016, laparoscopy on (B)(6) 2016, hysteroscopy (diagnostic) on (B)(6) 2016, ganglion removal in february 2014 and cystourethroscopy. Previously administered products included for an unreported indication: neosporin. Past adverse reactions to the above products included skin exfoliation with neosporin. Concurrent conditions included hypertension and overweight. Family history included fibromyalgia (mother), depression (mother), unspecified disorder of thyroid (mother) and ovarian cancer. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and insomnia ("insomnia"). On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("more painful periods/dysmenorrhea (cramping)"), fatigue ("fatigue"), mood swings ("severe mood swings"), depression ("depression") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced migraine ("debilitating migraines"), dyspareunia ("pain during and after intercourse/dyspareunia (painful sexual intercourse)"), allergy to metals ("increased sensitivity to metals/most jewelry/nickel allergy") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced asthenia ("lack of energy") with feeling abnormal, alopecia ("increased hair loss/hair loss"), ovulation pain ("painful ovulation") with abdominal pain, vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), headache ("headaches"), amnesia ("memory loss"), dizziness ("dizziness"), ovarian cyst ("ovarian cysts"), arthralgia ("joint pain") and yellow skin ("yellowed skin"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, migraine, asthenia, alopecia, ovulation pain, dyspareunia, vaginal haemorrhage, allergy to metals, female sexual dysfunction, tooth disorder, fatigue, headache, nausea, amnesia, dizziness, pelvic pain, depression, vaginal discharge, weight increased, ovarian cyst, arthralgia, insomnia and yellow skin outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, arthralgia, asthenia, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, insomnia, menorrhagia, migraine, mood swings, nausea, ovarian cyst, ovulation pain, pelvic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased and yellow skin to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2013, operative note: there was noted to be no bleeding, and 3 coils were seen on both sides. She states that the insertion was very difficult and that she was told that multiple essure devices were implanted in the right uterine ostium. Her periods have progressively worsened since insertion and she experiences dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2016: negative; on an unknown date: negative urinary system x-ray - in (B)(6) 2016: multiple devices in the right uterine cornu on (B)(6) 2016, diagnosis included endometrium, curettings: fragments of benign proliferative -type endometrium. No atypia or hyperplasia identified. Gross description: received in tormalin labeled "endometrial curettings" are multiple irregular fragments of red -tan soft tissue, which have an estimated volume of 1.5 ccs and are entirely submitted. On (B)(6) 2016, diagnosis: uterus, cervix, bilateral fallopian tubes and ovaries, simple hysterectomy and bilateral salpingo-oophorectomy:98 gram uterus with: proliferative -type endometrium. Cervix with chronic cervicitis and reactive squamous metaplasia right fallopian tube with: paratubal cyst. Essure coil present in the lumen and also on the posterior outer aspect of the proximal tubal segment extending into the subserosal aspect of the uterus. Left fallopian tube with essure coil present in the lumen. Gross description: received in formalin labeled "cervix, uterus, bilateral fallopian tubes" is a 98 gram, 8.0 x 6.0 x 4.0 cm uterus and cervix with bilateral continuous fimbriated fallopian tubes. The ovaries are not present. The uterine serosa is smooth, tan -pink. On the right cornu is a grossly visible portion of an essure coil which extends from the posterior aspect of the right fallopian tube; the remainder of this essure coil is within the right fallopian tube lumen. The area of externally visible essure coil on the right posterior fundus of the uterus measures 1.5 x 0.2 cm and the entire length of the essure coil extends the entire lumen of the right fallopian tube measuring 7.5 x 0.2 cm. The right fallopian tube itself measures 5.5 x 1.0 cm and is continuous and fimbriated with a smooth tan -red serosa and multiple paratubal cyst ranging from 0.3 cm to 0.8 cm in greatest dimension. The lumen is pin point and the wall thickness averages 0.3 cm. The left continuous fimbriated fallopian tube (5.0 x 0.6 cm) is removed to reveal an essure coil inserted into the proximal end of the left fallopian tube and lumen up to a length of 1.2 cm. The remainder of the coil extends into the upper left fundic myometrium. The total length of the left essure coil is 2.5 x 0.1 cm. The 5.2 x 3.5 x 1.8 cm ectocervix is smooth, tan -white and displays a 1.8 cm slit -like patent os. The 3.5 cm long endocervical canal displays a tan, glistening, grooved mucosa. The endometrial cavity is triangular, measuring 2.6 cm from cornu to cornu and 3 cm in length. Theendometrium is diffusely hemorrhagic, averaging 0.2 cm in thickness. The myometrium is tan -pink and trabeculated, averaging 1.8 cm in thickness. There are no discrete lesions or masses throughout the uterus and cervix. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: hair loss, dysmenorrhea, menorrhagia and device use error. Lot number: b59453, manufacturing date: 26-jul-2013 and expiration date: 31-jul-2016. Lot number: b40021, manufacturing date: may-2013 and expiration date: 31-may-2016. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc (product technical problem). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.